Event description:
Patient had breast implants put in 13 years ago. Pt has had problems with fatigue, aching, irritation. Now body is deforming with arthritis. Seen several mds, but no definite answers given.